Manufacturer narrative:
The reported events of noise and high threshold were not confirmed. As received, a partial lead was returned in two pieces measuring 5.0 cm and 18.5 cm, respectively. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented for follow up with the right ventricular lead exhibiting noise and high capture threshold. The lead was capped and replaced on (B)(6) 2021. The were no further patient consequences reported.